Event description:
A us distributor returned electrode belt (B)(4) and reported that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, there was an open in the white wire in the trunk cable. The cause of the test failure is the open white wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective belt.